Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. A few days later, the patient was discharged from the hospital. There is no report that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for a few days before being discharged home.